Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. At an unknown time post-op, the patient suffered severe injuries, including but not limited to backpain, heterotopic bone growth, and nerve damage.

Event description:
It was reported that on (B)(6) 2009 patient was admitted with cervical myelopathy secondary to cervical spondylosis and cervical stenosis at c5-6 and c6-c7 with ossification of the posterior longitudinal ligament. Status post anterior cervical arthrodesis using fibular strut allograft from performance graft and bone morphogenic protein at c5-6 and c6-c7.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.